Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain ('abdominal pain/abdominal-pelvic discomfort / chronic abdominal pain') in a 29-year-old female patient who had essure (batch no. D60138) inserted for hydrosalpinx. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: off label use of device "essure inserted to treat bilateral hydrosalpinx" on (B)(6) 2016, device difficult to use "the device was inserted in a procedure qualified as difficult" on (B)(6) 2016 and device use issue "essure inserted to treat bilateral hydrosalpinx" on (B)(6) 2016. The patient's medical history included fertilization (2 attempts) in 2014 and hydrosalpinx (bilateral) in (B)(6) 2014. Concurrent conditions included endometriosis (severe, with recommendation on (B)(6) 2015 to undergo a surgical intervention to treat the endometriosis) since (B)(6) 2014. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain (seriousness criterion intervention required), diarrhoea ("diarrhoea") and mood swings ("mood swings"). On (B)(6) 2019, the patient experienced allergy to metals ("allergic to nickel and palladium"). On an unknown date, the patient experienced abdominal distension ("abdominal distension"), tinnitus ("tinnitus") and fatigue ("generalised fatigue"). The patient was treated with surgery (bilateral salpíngectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain was resolving, the allergy to metals, abdominal distension, diarrhoea, tinnitus and fatigue had resolved and the mood swings had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, diarrhoea, fatigue, mood swings and tinnitus to be related to essure. The reporter commented: the patient had received repeated recommendation to surgically treat the severe endometriosis before attempting the embryo transfers (two before essure insertion, the third on (B)(6) 2017, the fourth on (B)(6) 2018, the fifth on (B)(6) 2017, and the sixth on (B)(6) 2019). On (B)(6) 2019, the patient underwent surgery for essure removal, and on the same surgery, the following procedures were performed: deep endometriosis surgery, bilateral endometrioma vaporisation, bilateral salpingectomy, uterosacral ligament resection, appendicectomy, retrosigmoid resection. After discharge, the patient underwent her seventh embryo transfer. After undergoing the intervention that was initially indicated to the patient to address her fertility issues, she finally got pregnant on (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on (B)(6) 2015: focus of deep endometriosis on the rectouterine region that causes torsion of fallopian tubes and bilateral hydrosalpinx, bilateral ovarian endometriomas and focal adenomyosis. Batch no: d60138. Production date: 2015-02-09. Expiration date: 2018-02-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-aug-2021: quality safety evaluation of product technical complaint (ptc). A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a healthcare professional and describes the occurrence of abdominal pain ("abdominal pain / abdominal-pelvic discomfort / chronic abdominal pain") in a 29 year-old female patient who had essure inserted (lot no. D60138) for hydrosalpinx. Additional non-serious events are detailed below. Product or product use issues identified: device insertion difficult ("the device was inserted in a procedure qualified as difficult" on (B)(6) 2016), device use in unapproved indication ("essure inserted to treat bilateral hydrosalpinx" on (B)(6) 2016) and off label use of device ("essure inserted to treat bilateral hydrosalpinx" on (B)(6) 2016). The patient had a medical history of endometriosis ablation in 2015, endometriosis of ovary (referred by breakthrough bleeding in this month on 3 occasions, 3 days, little bleeding.), infertility, dysmenorrhoea, hydrosalpinx (bilateral) and fertilization (2 attempts ((B)(6) 2014 and (B)(6) 2015)) in 2014, bacterial vaginosis and leukorrhea (brown, non-fetid leucorrhea from before her menstrual period.) In 2013 and dysmenorrhea, endometriosis, breast cancer, benign ovarian cyst, amenorrhea and hypothyroidism. As concurrent condition the report mentioned endometriosis (severe, with recommendation on (B)(6) 2015 to undergo a surgical intervention to treat the endometriosis) since 2014. Concomitant products included ebastina (ebastine), prednisona (prednisone), metamizol 1a pharma (metamizole sodium monohydrate), microdiol [desogestrel;ethinylestradiol], decapeptyl cr (triptorelin acetate), acetaminophen (paracetamol), edelsin (ethinylestradiol;norgestimate), prednisone, metamizol [metamizole], eutirox (levothyroxine sodium), desogestrel, zaditen (ketotifen fumarate), avamys (fluticasone furoate) and ibuprofen for dysmenorrhoea. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced abdominal pain (seriousness criterion intervention required), diarrhoea ("diarrhoea") and mood swings ("mood swings"). On (B)(6) 2017 she experienced back pain ("lumbar pain for 3 days irradiated to both ovarian fossae / paravertebral pain on the right side"). On (B)(6) 2017 she experienced urticaria ("pruritic skin rash predominantly on the upper extremities, but also present on the trunk and lower extremities / urticaria"). In (B)(6) 2018 she experienced pain foot ("pain in the right foot"). On (B)(6) 2018 she experienced folliculitis ("folliculitis on the back after massage with cream"). On (B)(6) 2018 she experienced foot pain ("pain in the plantar region of the right foot with irradiation to the 1st root radius"). On (B)(6) 2019 she experienced food intolerance ("digestive intolerance"), asthma ("mild asthma"), abdominal discomfort ("abdominal discomfort"), nasal disorder ("nasal symptoms") and allergy to chemicals ("allergy to chemicals (sensitization to palladium, nickel, fragrances and perfume)"). On (B)(6) 2019 she experienced abdominal pain lower ("lower abdominal pain") and device allergy ("symptoms suggestive of hypersensitivity to essure"). On (B)(6) 2019 she experienced a first episode of fatigue ("generalised fatigue"). On (B)(6) 2019 she experienced allergy to metals ("allergic to nickel and palladium"). On (B)(6) 2019 she experienced vaginal discharge ("leucorrhea"). Essure was removed on (B)(6) 2019. An unknown time later she experienced abdominal distension ("abdominal distension"), tinnitus ("tinnitus"), diarrhea ("diarrhea"), lactose intolerance ("lactose flatulence"), sneezing ("sneezing"), nasal pruritus ("nasal itching"), a first episode of rhinorrhoea ("profuse rhinorrhea"), conjunctivitis ("intense ocular itching / rhinoconjunctivitis"), a second episode of fatigue ("fatigue / generalized fatigue"), bloating ("bloating / abdominal distension"), endometrioma ("cystic image in the right and left ovaries compatible with endometrioma"), pelvic discomfort ("pelvic discomfort"), dysmenorrhoea ("dysmenorrhea"), dermatitis ("dermatitis"), heavy menstrual bleeding ("bleeding in bleeding in amount like a menstrual period"), endometriosis ("bilateral endometrioma"), hives ("hives"), a second episode of rhinorrhoea ("rhinorrhea") and eye pruritus ("ocular itching") and underwent in vitro fertilisation ("in vitro fertilisation ((B)(6) 2017 and (B)(6) 2018)"). The patient was treated with dietary supplement as well as surgery (bilateral salpíngectomy). At the time of the report, the abdominal pain was resolving, the allergy to metals, abdominal distension, diarrhoea, tinnitus and dermatitis had resolved and the mood swings and abdominal pain lower had not resolved. The outcomes for back pain, urticaria, pain foot, folliculitis, foot pain, food intolerance, asthma, abdominal discomfort, nasal disorder, allergy to chemicals, device allergy, vaginal discharge, endometriosis, dysmenorrhoea, heavy menstrual bleeding and hives were unknown. The reporter considered abdominal discomfort, abdominal distension, bloating, abdominal pain, abdominal pain lower, allergy to metals, back pain, conjunctivitis, dermatitis, device allergy, diarrhoea, diarrhea, dysmenorrhoea, endometrioma, endometriosis, eye pruritus, the first episode of fatigue, the second episode of fatigue, heavy menstrual bleeding, lactose intolerance, mood swings, nasal pruritus, pelvic discomfort, the first episode of rhinorrhoea, the second episode of rhinorrhoea, sneezing, tinnitus, urticaria, hives and vaginal discharge to be related to essure administration. No causality assessment was received for essure with regard to pain foot, folliculitis, in vitro fertilisation, foot pain, food intolerance, asthma, nasal disorder or allergy to chemicals. The reporter commented: the patient had received repeated recommendation to surgically treat the severe endometriosis before attempting the embryo transfers (two before essure insertion, the third on (B)(6) 2017, the fourth on (B)(6) 2018, the fifth on (B)(6) 2017, and the sixth on (B)(6) 2019). On (B)(6) 2019, the patient underwent surgery for essure removal, and on the same surgery, the following procedures were performed: deep endometriosis surgery, bilateral endometrioma vaporisation, bilateral salpingectomy, uterosacral ligament resection, appendicectomy, retrosigmoid resection. After discharge, the patient underwent her seventh embryo transfer. After undergoing the intervention that was initially indicated to the patient to address her fertility issues, she finally got pregnant on (B)(6) 2020. The patient notices improvement with levedol medication. On (B)(6) 2020 - (metrorrhagia) patient who comes to the emergency room for bleeding in an amount similar to the rule since the morning. Clinical judgment: threatened abortion. Patient has been stable in terms of respiratory systems. On (B)(6) 2020 - amenorrhea 12 + 3 weeks; (B)(6) 2020: 23 weeks pregnant, pays off on (B)(6); (B)(6) 2020: single pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy uterus] on (B)(6) 2019: endometrial fragments with slight secretory changes. [Full blood count] (date unknown): anticoagulant s protein: 52% free s protein: 50% [gynaecological examination] on (B)(6) 2013: right adnexal cystic image right adnexal with cystic image of 33 x 27 mm, with fine homogeneous echoes inside, with wall posterior with hyperechogenic enhancement compatible with endometrioma / hemorrhagic cyst adjacent to the ovary there is a 27 x 20 mm image with beaded walls and compatible pseudo-partition with hydrosalpinx. 36 x 22mm normal left annex adjacent to the left ovary, image similar to the previous one, 33 x 12 mm compatible with hydrosalpinx.; on (B)(6) 2020: no remains of essure devices were observed.; on (B)(6) 2023: uterine position: anteversion cervix-fundus measurement: 76mm anterior-posterior: 34mm transverse: 48mm endometrium: ap measurement: qualitative assessment: linear menstrual phase echogenicity: hyperechogenic ; uniform endometrial midline: linear/ non-linear/ absence of interface endo-myometrium junction: regular right adnex with cystic image of 33 x 27 mm, with fine homogeneous echoes inside, with posterior wall with hyperechogenic reinforcement compatible with endometrioma / hemorrhagic cyst adjacent to the ovary, an image of 27 x 20 mm is observed with beaded walls and pseudoseptations compatible with hydrosalpinx normal left adnex of 36 x 22 mm adjacent to the left ovary, image similar to the previous one, 33 x 12 mm compatible with hydrosalpinx no ascites; on (B)(6) 2023: uterine position: indifferent cervix-fundus measurement: 68mm anterior-posterior: 37mm transverse: 51mm endometrium: ap measurement: 9.0mm qualitative assessment: secretory phase echogenicity: hyperechogenic uniform endometrial midline: linear union endo -myometrium: regular right annex: located in the cul-de-sac of douglas. Right ovary 47x41 mm with rounded formation and negative intra parenchymal echo of 39x31mm. Thin walls without septa or papillae and negative color doppler study. Formation for beaded and elongated ovaries with a 55x26mm cartwheel image that impresses with hydrosalpinx left annex: retrouterine. Left ovary of 46x51 mm with intraovarian formation of 38x39 mm of thin walls without septa or papillae, negative color echo-doppler. Heterogeneous content with fine echoes in its interior that seems to be of hemorrhagic origin, it seems to correspond with hemorrhagic corpus luteum without being able to rule out endometrioma no free fluid jd: bilateral ovarian formations. Right hydrosalpinx clinical judgment / diagnosis clinical judgment/observations jd: bilateral ovarian formations. Right hydrosalpinx [hysteroscopy] in (B)(6) 2019: uterine cavity: it is not possible to assess due to the inability to pass the internal cervical os due to pain, very thick cervical mucus.; in (B)(6) 2019: endometrium: appearance of vascular dystrophy suggestive of chronic endometriosis; left ostium: the distal portion of the essure device is visible, penetrating the cavity + 3 mm; right ostium: the distal portion of the essure device can be seen + 1 coil penetrating the cavity + 5 mm [magnetic resonance imaging] on (B)(6) 2015: focus of deep endometriosis on the rectouterine region that causes torsion of fallopian tubes and bilateral hydrosalpinx, bilateral ovarian endometriomas and focal adenomyosis [pathology test] on (B)(6) 2019: no evidence of chronic endometriosis, endometrium with secretory changes. [Protein s] on (B)(6) 2019: decrease in protein s levels [skin test] on (B)(6) 2019: peru balm +/- fragancy ++ methylisothiazolinone +/- nickel sulfate +++ chloride palladium ++ chloride rhodium +/-; on (B)(6) 2019: cat 10mm polen 8mm cynodon 6mm platango 3 mm cuppressus 4 mm prophyline: 3 mm (hystiamin +); on (B)(6) 2019: positive for nickel sulfate at 48 and 96 hours; on (B)(6) 2019: contact sensitization to nickel [smear cervix] on (B)(6) 2018: microorganisms: fungi non-neoplastic findings: inflammation. [Ultrasound scan] on (B)(6) 2013: possible right ovary endometrioma 33/27 mm bilateral hydrosalpinx.; on (B)(6) 2013: due to ovarian images and elevated ca 125, she sent a surgical team to consult. Ca 125 63.20 iu / ml (inf. 35) normal adults (98.5%); on (B)(6) 2016: bilateral endometrioma, bilateral hydrosalpinx. Well inserted/placed essure, both seem to be right from the beginning of the tube towards the distal without interfering with the endometrium.; on (B)(6) 2019: bilateral tubal devices in the pelvis projected over the apparently normal-positioned adnexal areas. [Ultrasound scan vagina] on (B)(6) 2019: 5 mm endometrium, essure impress are well/normal inserted. Right ovary, image of endometrioma and hydrosalpinx. Le with image compatible with endometrioma and hydrosalpinx. [X-ray] on (B)(6) 2019: bilateral tubal devices in pelvis projected over the adnexal areas apparently normo-positioned. Batch no: d60138. Production date: 2015-02-09 . Expiration date: 2018-02-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: medical record received. Events rhinorrhea, eye pruritic, vagina itching, urticaria, endometriosis, heavy menses added. Medical history, concomitant condition, lab data, concomitant drugs are added. Reporter information updated. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a healthcare professional and describes the occurrence of chronic abdominal pain ("abdominal pain / abdominal-pelvic discomfort / chronic abdominal pain") in a 29 year-old female patient who had essure inserted (lot no. D60138) for hydrosalpinx. Additional non-serious events are detailed below. Product or product use issues identified: device insertion difficult ("the device was inserted in a procedure qualified as difficult" on (B)(6) 2016), device use in unapproved indication ("essure inserted to treat bilateral hydrosalpinx" on (B)(6) 2016) and off label use of device ("essure inserted to treat bilateral hydrosalpinx" on (B)(6) 2016). The patient had a medical history of endometriosis ablation in 2015, endometriosis of ovary (referred by breakthrough bleeding in this month on 3 occasions, 3 days, little bleeding.), infertility, dysmenorrhoea, hydrosalpinx (bilateral) and fertilization (2 attempts ((B)(6) 2014 and (B)(6) 2015)) in 2014, bacterial vaginosis and leukorrhea (brown, non-fetid leucorrhea from before her menstrual period.) In 2013 and hypothyroidism. As concurrent condition the report mentioned endometriosis (severe, with recommendation on (B)(6) 2015 to undergo a surgical intervention to treat the endometriosis) since 2014. Concomitant products included acetaminophen (paracetamol), edelsin (ethinylestradiol;norgestimate), prednisone, metamizol [metamizole], eutirox (levothyroxine sodium), desogestrel, zaditen (ketotifen fumarate), avamys (fluticasone furoate) and ibuprofen for dysmenorrhoea. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced chronic abdominal pain (seriousness criterion intervention required), diarrhoea ("diarrhoea") and mood swings ("mood swings"). On (B)(6) 2017 she experienced back pain ("lumbar pain for 3 days irradiated to both ovarian fossae / paravertebral pain on the right side"). On (B)(6) 2017 she experienced urticaria ("pruritic skin rash predominantly on the upper extremities, but also present on the trunk and lower extremities / urticaria"). In (B)(6) 2018 she experienced pain foot ("pain in the right foot"). On (B)(6) 2018 she experienced folliculitis ("folliculitis on the back after massage with cream"). On (B)(6) 2018 she experienced foot pain ("pain in the plantar region of the right foot with irradiation to the 1st root radius"). On (B)(6) 2019 she experienced food intolerance ("digestive intolerance"), asthma ("mild asthma"), abdominal discomfort ("abdominal discomfort"), nasal disorder ("nasal symptoms") and allergy to chemicals ("allergy to chemicals (sensitization to palladium, nickel, fragrances and perfume)"). On (B)(6) 2019 she experienced abdominal pain lower ("lower abdominal pain") and device allergy ("symptoms suggestive of hypersensitivity to essure"). On (B)(6) 2019 she experienced a first episode of fatigue ("generalised fatigue"). On (B)(6) 2019 she experienced allergy to metals ("allergic to nickel and palladium"). On (B)(6) 2019 she experienced vaginal discharge ("leucorrhea"). Essure was removed on (B)(6) 2019. An unknown time later she experienced abdominal distension ("abdominal distension"), tinnitus ("tinnitus"), abdominal pain ("abdominal pain"), diarrhea ("diarrhea"), lactose intolerance ("lactose flatulence"), sneezing ("sneezing"), nasal pruritus ("nasal itching"), rhinorrhoea ("profuse rhinorrhea"), conjunctivitis ("intense ocular itching / rhinoconjunctivitis"), a second episode of fatigue ("fatigue / generalized fatigue"), bloating ("bloating / abdominal distension"), endometriosis ("cystic image in the right and left ovaries compatible with endometrioma"), pelvic discomfort ("pelvic discomfort") and dysmenorrhoea ("dysmenorrhea") and underwent in vitro fertilisation ("in vitro fertilisation ((B)(6) 2017 and (B)(6) 2018)"). The patient was treated with dietary supplement as well as surgery (bilateral salpíngectomy). At the time of the report, the chronic abdominal pain was resolving, the allergy to metals, abdominal distension, diarrhoea and tinnitus had resolved and the mood swings and abdominal pain lower had not resolved. The outcomes for back pain, urticaria, pain foot, folliculitis, foot pain, food intolerance, asthma, abdominal discomfort, nasal disorder, allergy to chemicals, device allergy, vaginal discharge, endometriosis and dysmenorrhoea were unknown. The reporter considered abdominal discomfort, abdominal distension, bloating, chronic abdominal pain, abdominal pain, abdominal pain lower, allergy to metals, back pain, conjunctivitis, device allergy, diarrhoea, diarrhea, dysmenorrhoea, endometriosis, the first episode of fatigue, the second episode of fatigue, lactose intolerance, mood swings, nasal pruritus, pelvic discomfort, rhinorrhoea, sneezing, tinnitus, urticaria and vaginal discharge to be related to essure administration. No causality assessment was received for essure with regard to pain foot, folliculitis, in vitro fertilisation, foot pain, food intolerance, asthma, nasal disorder or allergy to chemicals. The reporter commented: the patient had received repeated recommendation to surgically treat the severe endometriosis before attempting the embryo transfers (two before essure insertion, the third on (B)(6) 2017, the fourth on (B)(6) 2018, the fifth on (B)(6) 2017, and the sixth on (B)(6) 2019). On (B)(6) 2019, the patient underwent surgery for essure removal, and on the same surgery, the following procedures were performed: deep endometriosis surgery, bilateral endometrioma vaporisation, bilateral salpingectomy, uterosacral ligament resection, appendicectomy, retrosigmoid resection. After discharge, the patient underwent her seventh embryo transfer. After undergoing the intervention that was initially indicated to the patient to address her fertility issues, she finally got pregnant on (B)(6) 2020. The patient notices improvement with levedol medication. On (B)(6) 2020 - (metrorrhagia) patient who comes to the emergency room for bleeding in an amount similar to the rule since the morning. Clinical judgment: threatened abortion. Patient has been stable in terms of respiratory systems. On (B)(6) 2020 - amenorrhea 12 + 3 weeks; (B)(6) 2020: 23 weeks pregnant, pays off on (B)(6); (B)(6) 2020: single pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy uterus] on (B)(6) 2019: endometrial fragments with slight secretory changes. [Full blood count] (date unknown): anticoagulant s protein: 52%, free s protein: 50%. [Gynaecological examination] on (B)(6) 2013: right adnexal cystic image right adnexal with cystic image of 33 x 27 mm, with fine homogeneous echoes inside, with wall posterior with hyperechogenic enhancement compatible with endometrioma / hemorrhagic cyst adjacent to the ovary there is a 27 x 20 mm image with beaded walls and compatible pseudo-partition with hydrosalpinx. 36 x 22mm normal left annex adjacent to the left ovary, image similar to the previous one, 33 x 12 mm compatible with hydrosalpinx.; on (B)(6) 2020: no remains of essure devices were observed.; on (B)(6) 2023: uterine position: anteversion. Cervix-fundus measurement: 76mm; anterior-posterior: 34mm; transverse: 48mm endometrium: ap measurement: qualitative assessment: linear menstrual phase echogenicity: hyperechogenic ; uniform endometrial midline: linear/ non-linear/ absence of interface endo-myometrium junction: regular right adnex with cystic image of 33 x 27 mm, with fine homogeneous echoes inside, with posterior wall with hyperechogenic reinforcement compatible with endometrioma / hemorrhagic cyst adjacent to the ovary, an image of 27 x 20 mm is observed with beaded walls and pseudoseptations compatible with hydrosalpinx normal left adnex of 36 x 22 mm adjacent to the left ovary, image similar to the previous one, 33 x 12 mm compatible with hydrosalpinx no ascites; on (B)(6) 2023: uterine position: indifferent cervix-fundus measurement: 68mm anterior-posterior: 37mm transverse: 51mm endometrium: ap measurement: 9.0mm qualitative assessment: secretory phase echogenicity: hyperechogenic uniform endometrial midline: linear union endo -myometrium: regular right annex: located in the cul-de-sac of douglas. Right ovary 47x41 mm with rounded formation and negative intra parenchymal echo of 39x31mm. Thin walls without septa or papillae and negative color doppler study. Formation for beaded and elongated ovaries with a 55x26mm cartwheel image that impresses with hydrosalpinx left annex: retrouterine. Left ovary of 46x51 mm with intraovarian formation of 38x39 mm of thin walls without septa or papillae, negative color echo-doppler. Heterogeneous content with fine echoes in its interior that seems to be of hemorrhagic origin, it seems to correspond with hemorrhagic corpus luteum without being able to rule out endometrioma no free fluid jd: bilateral ovarian formations. Right hydrosalpinx clinical judgment / diagnosis clinical judgment/observations jd: bilateral ovarian formations. Right hydrosalpinx. [Hysteroscopy] in (B)(6) 2019: uterine cavity: it is not possible to assess due to the inability to pass the internal cervical os due to pain, very thick cervical mucus.; in (B)(6) 2019: endometrium: appearance of vascular dystrophy suggestive of chronic endometriosis; left ostium: the distal portion of the essure device is visible, penetrating the cavity + 3 mm; right ostium: the distal portion of the essure device can be seen + 1 coil penetrating the cavity + 5 mm. [Magnetic resonance imaging] on (B)(6) 2015: focus of deep endometriosis on the rectouterine region that causes torsion of fallopian tubes and bilateral hydrosalpinx, bilateral ovarian endometriomas and focal adenomyosis. [Pathology test] on (B)(6) 2019: no evidence of chronic endometriosis, endometrium with secretory changes. [Protein s] on (B)(6) 2019: decrease in protein s levels. [Skin test] on (B)(6) 2019: peru balm +/-, fragancy ++, methylisothiazolinone +/-, nickel sulfate +++, chloride palladium ++, chloride rhodium +/-; on (B)(6) 2019: cat 10mm, polen 8mm, cynodon 6mm, platango 3 mm, cuppressus 4 mm, prophyline: 3 mm (hystiamin +); on 10-jun-2019: positive for nickel sulfate at 48 and 96 hours; on (B)(6) 2019: contact sensitization to nickel. [Smear cervix] on (B)(6) 2018: microorganisms: fungi. Non-neoplastic findings: inflammation. [Ultrasound scan] on (B)(6) 2013: possible right ovary endometrioma 33/27 mm bilateral hydrosalpinx.; on (B)(6) 2013: due to ovarian images and elevated ca 125, she sent a surgical team to consult. Ca 125 63.20 iu / ml (inf. 35) normal adults (98.5%); on (B)(6) 2016: bilateral endometrioma, bilateral hydrosalpinx. Well inserted/placed essure, both seem to be right from the beginning of the tube towards the distal without interfering with the endometrium.; on (B)(6) 2019: bilateral tubal devices in the pelvis projected over the apparently normal-positioned adnexal areas. [Ultrasound scan vagina] on (B)(6) 2019: 5 mm endometrium, essure impress are well/normal inserted. Right ovary, image of endometrioma and hydrosalpinx. Le with image compatible with endometrioma and hydrosalpinx. Batch no: d60138, production date: 2015-02-09, expiration date: 2018-02-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: plaintiff fact sheet & medical record received. Events dysmenorrhea, vaginal discharge, endometriosis & pelvic discomfort added. Medical history, concomitant conditions & reporter information updated. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain ('abdominal pain / abdominal-pelvic discomfort / chronic abdominal pain') in a 29-year-old female patient who had essure (batch no. D60138) inserted for hydrosalpinx. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: off label use of device "essure inserted to treat bilateral hydrosalpinx" on (B)(6) 2016, device difficult to use "the device was inserted in a procedure qualified as difficult" on (B)(6) 2016 and device use issue "essure inserted to treat bilateral hydrosalpinx" on (B)(6) 2016. The patient's medical history included endometriosis ablation on (B)(6) 2015, endometriosis of ovary (referred by breakthrough bleeding in this month on 3 occasions, 3 days, little bleeding.) On (B)(6) 2014, fertilization (2 attempts ((B)(6) 2014 and (B)(6) 2015)) in 2014, hydrosalpinx (bilateral) in (B)(6) 2014, dysmenorrhoea on (B)(6) 2014, infertility on (B)(6) 2014, bacterial vaginosis in 2013 and leukorrhea (brown, non-fetid leucorrhea from before her menstrual period.) In 2013. Concurrent conditions included endometriosis (severe, with recommendation on (B)(6) 2015 to undergo a surgical intervention to treat the endometriosis) since (B)(6) 2014. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain (seriousness criterion intervention required), diarrhoea ("diarrhoea") and mood swings ("mood swings"). On (B)(6) 2017, the patient experienced back pain ("lumbar pain for 3 days irradiated to both ovarian fossae / paravertebral pain on the right side"). On (B)(6) 2017, the patient experienced urticaria ("pruritic skin rash predominantly on the upper extremities, but also present on the trunk and lower extremities / urticaria"). In (B)(6) 2018, the patient experienced pain foot ("pain in the right foot"). On (B)(6) 2018, the patient experienced folliculitis ("folliculitis on the back after massage with cream"). On (B)(6) 2018, the patient experienced foot pain ("pain in the plantar region of the right foot with irradiation to the 1st root radius"). On (B)(6) 2019, the patient experienced food intolerance ("digestive intolerance"), asthma ("mild asthma"), abdominal discomfort ("abdominal discomfort") with abdominal pain, diarrhoea and flatulence, nasal disorder ("nasal symptoms") with sneezing, nasal pruritus, rhinorrhoea and conjunctivitis and allergy to chemicals ("allergy to chemicals (sensitization to palladium, nickel, fragrances and perfume)"). On (B)(6) 2019, the patient experienced abdominal pain lower ("lower abdominal pain") and medical device site hypersensitivity ("symptoms suggestive of hypersensitivity to essure") with fatigue and abdominal distension. On (B)(6) 2019, the patient experienced allergy to metals ("allergic to nickel and palladium"). On an unknown date, the patient experienced abdominal distension ("abdominal distension"), tinnitus ("tinnitus") and fatigue ("generalised fatigue") and underwent in vitro fertilisation ("in vitro fertilisation ((B)(6) 2017 and (B)(6) 2018)"). The patient was treated with levedol and surgery (bilateral salpíngectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain was resolving, the allergy to metals, abdominal distension, diarrhoea, tinnitus and fatigue had resolved, the mood swings and abdominal pain lower had not resolved and the back pain, urticaria, pain foot, folliculitis, foot pain, food intolerance, asthma, abdominal discomfort, nasal disorder, allergy to chemicals and medical device site hypersensitivity outcome was unknown. The reporter provided no causality assessment for allergy to chemicals, asthma, folliculitis, food intolerance, in vitro fertilisation, nasal disorder, pain foot and foot pain with essure. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, back pain, diarrhoea, fatigue, medical device site hypersensitivity, mood swings, tinnitus and urticaria to be related to essure. The reporter commented: the patient had received repeated recommendation to surgically treat the severe endometriosis before attempting the embryo transfers (two before essure insertion, the third on (B)(6) 2017, the fourth on (B)(6) 2018, the fifth on (B)(6) 2017, and the sixth on (B)(6) 2019). On (B)(6) 2019, the patient underwent surgery for essure removal, and on the same surgery, the following procedures were performed: deep endometriosis surgery, bilateral endometrioma vaporisation, bilateral salpingectomy, uterosacral ligament resection, appendicectomy, retrosigmoid resection. After discharge, the patient underwent her seventh embryo transfer. After undergoing the intervention that was initially indicated to the patient to address her fertility issues, she finally got pregnant on (B)(6) 2020. The patient notices improvement with levedol medication. On (B)(6) 2020 - (metrorrhagia) patient who comes to the emergency room for bleeding in an amount similar to the rule since the morning. Clinical judgment: threatened abortion. Patient has been stable in terms of respiratory systems. On (B)(6) 2020 - amenorrhea 12 + 3 weeks; (B)(6) 2020: 23 weeks pregnant, pays off on (B)(6); (B)(6) 2020: single pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy uterus - on (B)(6) 2019: endometrial fragments with slight secretory changes.. Gynaecological examination - on (B)(6) 2013: right adnexal cystic image right adnexal with cystic image of 33 x 27 mm, with fine homogeneous echoes inside, with wall posterior with hyperechogenic enhancement compatible with endometrioma / hemorrhagic cyst adjacent to the ovary there is a 27 x 20 mm image with beaded walls and compatible pseudo-partition with hydrosalpinx. 36 x 22mm normal left annex adjacent to the left ovary, image similar to the previous one, 33 x 12 mm compatible with hydrosalpinx.; on (B)(6) 2020: no remains of essure devices were observed.. Hysteroscopy - in (B)(6) 2019: uterine cavity: it is not possible to assess due to the inability to pass the internal cervical os due to pain, very thick cervical mucus.; in (B)(6) 2019: endometrium: appearance of vascular dystrophy suggestive of chronic endometriosis; left ostium: the distal portion of the essure device is visible, penetrating the cavity + 3 mm; right ostium: the distal portion of the essure device can be seen + 1 coil penetrating the cavity + 5 mm. Magnetic resonance imaging - on (B)(6) 2015: focus of deep endometriosis on the rectouterine region that causes torsion of fallopian tubes and bilateral hydrosalpinx, bilateral ovarian endometriomas and focal adenomyosis. Pathology test - on (B)(6) 2019: no evidence of chronic endometriosis, endometrium with secretory changes.. Protein s - on (B)(6) 2019: decrease in protein s levels. Skin test - on (B)(6) 2019: positive for nickel sulfate at 48 and 96 hours; on (B)(6) 2019: contact sensitization to nickel. Smear cervix - on 3(B)(6) 2018: microorganisms: fungi non-neoplastic findings: inflammation.. Ultrasound scan - on (B)(6) 2013: possible right ovary endometrioma 33/27 mm bilateral hydrosalpinx.; on (B)(6) 2013: due to ovarian images and elevated ca 125, she sent a surgical team to consult. Ca 125 63.20 iu / ml (inf. 35) normal adults (98.5%); on (B)(6) 2016: bilateral endometrioma, bilateral hydrosalpinx. Well inserted/placed essure, both seem to be right from the beginning of the tube towards the distal without interfering with the endometrium.; on (B)(6) 2019: bilateral tubal devices in the pelvis projected over the apparently normal-positioned adnexal areas.. Ultrasound scan vagina - on (B)(6) 2019: 5 mm endometrium, essure impress are well/normal inserted. Right ovary, image of endometrioma and hydrosalpinx. Le with image compatible with endometrioma and hydrosalpinx.. Batch no d60138 production date 2015-02-09 expiration date 2018-02-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-oct-2021: medical records received (2 newhcps and new informations added: medical history, lab data, drug treatment, new adverse events: lumbar pain, urticaria, pain in the right foot, folliculitis on the back after massage with cream, plantar pain, digestive intolerance, mild asthma, abdominal discomfort, nasal symptoms, sensitization to palladium, nickel, fragrances and perfume, lower abdominal pain, suspicion of sensitivity to essure). A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain ('abdominal pain / abdominal-pelvic discomfort / chronic abdominal pain') in a (B)(6) female patient who had essure (batch no. D60138) inserted for hydrosalpinx. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: off label use of device "essure inserted to treat bilateral hydrosalpinx" on (B)(6) 2016, device difficult to use "the device was inserted in a procedure qualified as difficult" on (B)(6) 2016 and device use issue "essure inserted to treat bilateral hydrosalpinx" on (B)(6) 2016. The patient's medical history included fertilization (2 attempts) in 2014 and hydrosalpinx (bilateral) in (B)(6) 2014. Concurrent conditions included endometriosis (severe, with recommendation on (B)(6) 2015 to undergo a surgical intervention to treat the endometriosis) since (B)(6) 2014. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced abdominal pain (seriousness criterion intervention required), diarrhoea ("diarrhoea") and mood swings ("mood swings"). On (B)(6) 2019, the patient experienced allergy to metals ("allergic to nickel and palladium"). On an unknown date, the patient experienced abdominal distension ("abdominal distension"), tinnitus ("tinnitus") and fatigue ("generalised fatigue"). The patient was treated with surgery (bilateral salpíngectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain was resolving, the allergy to metals, abdominal distension, diarrhoea, tinnitus and fatigue had resolved and the mood swings had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, diarrhoea, fatigue, mood swings and tinnitus to be related to essure. The reporter commented: the patient had received repeated recommendation to surgically treat the severe endometriosis before attempting the embryo transfers (two before essure insertion, the third on (B)(6) 2017, the fourth on (B)(6) 2018, the fifth on (B)(6) 2017, and the sixth on (B)(6) 2019). On (B)(6) 2019, the patient underwent surgery for essure removal, and on the same surgery, the following procedures were performed: deep endometriosis surgery, bilateral endometrioma vaporisation, bilateral salpingectomy, uterosacral ligament resection, appendicectomy, retrosigmoid resection. After discharge, the patient underwent her seventh embryo transfer. After undergoing the intervention that was initially indicated to the patient to address her fertility issues, she finally got pregnant on (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on (B)(6) 2015: focus of deep endometriosis on the rectouterine region that causes torsion of fallopian tubes and bilateral hydrosalpinx, bilateral ovarian endometriomas and focal adenomyosis. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.